Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on holiday when they received five inappropriate shocks for oversensing from the right ventricular (rv) lead. The patient reporting having heard alerts daily for approximately four months but had not taken any action on it. The patient indicated to have been checked regularly, but the last implantable cardioverter defibrillator (ICD) interrogation occurred years ago. Reprogramming was performed to turn off all therapies. A new lead was implanted the following day. No further patient complications have been reported as a result of this event.